Manufacturer narrative:
The s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision was performed and the electrode was repositioned. Exercise testing was then performed to determine the most appropriate sensing vector. Ts was contacted again for further troubleshooting and input on programming. No additional adverse patient information was reported.

Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to noise being oversensed. The patient has an infection around the electrode sternal incision and it was suspected that it may have contributed to the episode. Attempts to recreate the noise were unsuccessful. The s-ICD was programmed to the secondary vector as it provided the best sensing during testing. Boston scientific technical services (ts) was contacted for assistance. A ts consultant discussed that poor tissue contact was likely the cause for the episode and could have been contributed by the infection. Additional troubleshooting was discussed. At this time, the s-ICD and electrode remain implanted and in service. The patient's infection was previously reported in MDR report number 2124215-2016-10211. Additional information was received that additional untreated episodes have been recorded due to the same noise and oversensing previously noted. As the cause for the issue remains underdetermined, a memory download was performed and sent to boston scientific technical services (ts) for review. No adverse patient effects were reported. The engineers reviewed the data and discovered that the noise in the episodes is similar to noise produced as a result of a connection/setscrew issue. In addition, simulation testing of the smartpass feature was also performed and although it was useful in mitigating the episodes, some undersensing was noted. The information was communicated to the field.

Manufacturer narrative:
The s-ICD was reprogrammed so that smartpass was active. The physician did not want to perform any additional testing/interventions. The patient was sent home and asked to perform the same activity he was doing when the oversensing occurred and to transmit through the remote monitoring system. The patient performed this task and no further events were recorded. No adverse patient effects were reported. The s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that while the patient was out for a jog following the electrode repositioning, the s-ICD delivered an inappropriate shock due to changes in amplitudes causing t-wave oversensing. A memory download was sent to boston scientific technical services (ts) who provided further troubleshooting. The physician believes that a transvenous system may be more appropriate for this patient. No adverse patient effects were reported.